Manufacturer narrative:
Investigation - evaluation: it was reported by c.h.g. De bastia in france that a turbo-ject® single lumen power-injectable PICC (rpn: upics-5.0-CT-nt-1111, lot number: unknown) was inserted in a patient and leaked at the base of the tubing after the physician injected water into the device. The device was replaced. Attempts to obtain additional information were conducted, but no additional information was received. A review of the complaint history, instructions for use (IFU), and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information from the user facility. As adequate inspection activities have been established and no lot-related information is available, cook has concluded that there is no evidence suggesting the device was manufactured out of specification or that nonconforming product exists either in house or in field. Cook also reviewed product labeling. The device is supplied with IFU t_ctpicctt_rev4, which includes the following in relation to the reported failure mode: "-the safe and effective use of turbo-ject PICC lines with power injector pressures set above 325psi has not been established -do not power inject if maximum injection rate cannot be verified to meet limit printed on catheter hub or extension tube. -to safely use turbo-ject PICC lines with a power injector, the technician/health care profession must verify: the catheter lumen has "CT" on the hub to indicate the lumen is power injectable -prior to use that the maximum pressure limit is set at or below 325psi and that the maximum flow rate is at or below that which is list on the catheter. Dynamic and static pressure test results are shown in the following table (provided in the IFU) precautions ¿ if lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately catheter maintenance ¿.if catheter is not to be used immediately, its lumen should be maintained by continuous saline or heparinized saline drip or locked with a catheter locking solution. Note: if clc-2000, microclave or other needless adapters approved for saline only lock are used, saline only catheter lock may be used. Catheter heparinization should be determined by institutional protocol and clinical judgement. Heparin concentrations of 10 units/ml to 100 units/ml have been reported adequate to maintain lumen patency. Catheter lock should be reestablished after every use or at least every 24 hours if unused. Before using catheter lumen already locked with heparin, lumen should be flushed twice the indicated lumen volume using normal saline. Lumen should be flushed with normal saline between administration of different infusates. After use, lumen should be again be flushed with twice the indicated lumen volume using normal saline before reestablishing catheter lock. Strict aseptic technique must be adhered to while using and maintaining catheter." Based on the information provided, no product returned, and the results of our investigation, a definitive root cause was unable to be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Contact phone number: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required a turbo-ject® single lumen power-injectable PICC. The line was placed in the patient and was noted to be leaking "at the base and the [tubing]." The physician injected water and replaced the line. No other adverse effects were reported.